Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Troubleshooting for moisture damage was performed. Customer advised they fell into the water while wearing the insulin pump and the device does not function properly anymore. Troubleshooting was not performed on the insulin pump as it was registered to another patient.